Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that administration set experience under infusion of drug volume. It was reported that 40ml remained from a 100ml bag when therapy was completed. This occurred during infusion with a non-baxter pump. There was no patient injury or medical intervention associated with this event. No additional information is available.